Event description:
The user facility reported 75 yo male was implanted with an impella 5.5 device for mechanical circulatory support. It was reported that during the night, the impella 5.5 dislocated into the aorta. While trying to reposition, crossing the aortic valve proved difficult and during the process the sterile sleeve got damaged. Pump removed as it was no longer required at that time. No harm done to the patient.

Manufacturer narrative:
The investigation for the positioning issue has been completed. The device was not returned for evaluation. However, clinical information was sufficient to determine the root cause of the reported event. It was determined that the cause of the positioning issue was wireless re-access. The impella device is not indicated for wireless re-access. The failure modes will be monitored and trended. This report is being filed as part of a retrospective review of historical records.